Event description:
A patient reports while activating a pod the needle mechanism had deployed prior to placement at the pod infusion site. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.6 hardware: iphone17.2 cgm sensor type: g7.

Manufacturer narrative:
The returned device was evaluated and the soft cannula observed to stretched and flattened, measuring 1.147 inches. A leak test was conducted successfully, no leaks were observed. The soft cannula was still able to deliver insulin with it being stretched and flattened. The timing and cause of the observed cannula damage could not be determined and it could not be determined if the observed cannula damage contributed to the reported event. The housing vent was observed to be damaged. The timing and cause of the observed housing vent damage could not be determined and it could not be determined if the observed housing vent damage contributed to the reported event.